Manufacturer narrative:
(B)(4), a device history record review was performed on the epidural catheter with no relevant findings. The customer reported medication could not be injected into the catheter. The customer returned one snaplock assembly and epidural catheter. The returned components were received connected together. Visual examination of the returned snaplock assembly revealed the snaplock appears typical with no observed defects or anomalies. Visual examination of the returned catheter revealed the catheter appears used. Adhesive material can be seen on the outer extrusion and biological material can be seen between the inner coils. No other defects or anomalies were observed. A functional flow test was performed on the returned sample per amrq-000017 section 7.8; rev. 8. The returned epidural catheter was inserted from the proximal end into the returned snaplock adapter until it bottomed out and the snaplock adapter was closed. The components were confirmed to be secured by tugging gently. The snaplock adapter was connected to the lab leak tester (ref-(B)(4)) and the pressure was increased to 10 psi to establish flow. Water could be seen immediately exiting the distal end of the catheter. The flow rate was measured at 8.2ml/min (stopwatch: ref-(B)(4)), which is within the specification of 1ml/min minimum. No blockages were found. A corrective action is not required at this time as there were no functional issues found with the returned sample. The reported complaint of medication not injecting into the catheter could not be confirmed based on the sample received. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related issue. The returned components passed a functional flow test and met flow rate specifications. There were no functional issues found with the returned sample.

Event description:
It was reported that the doctor found the liquid medicine could not be injected into the catheter; catheter blocked during epidural surgery on patient. Replaced another lot product and completed the treatment. Patient condition is not reported.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor found the liquid medicine could not be injected into the catheter; catheter blocked during epidural surgery on patient. Replaced another lot product and completed the treatment. Patient condition is not reported.